Event description:
It was reported that the pump battery depleted too fast, leading to a shutdown that caused the customer¿s blood glucose (bg) level to be displayed as ¿high¿; however, a specific value was not provided. The customer administered a correction injection via multiple daily injections and did not require assistance from a third party. Technical support instructed the customer to uninstall and reinstall the mobile app, advising them to follow up if battery depletion exceeded 35% per day, which the customer understood and acknowledged.